Manufacturer narrative:
Patient weight not available. Other relevant device(s) are: product ID: 9733467, version (B)(4). The system was not evaluated because the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the site was unable to register the patient and the use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The software analysis determined that the logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.